Event description:
During a ureteroscope procedure a non-moveable core .038"x150 cm flexible tip guidewire split while in the ureter. There was no harm to the pt and the guide wire was replaced with a new wire with a different lot number. Acmi company notified and representative took wire.